Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complaint devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) and (B)(4) 2013, respectively.

Event description:
The customer contact (B)(4) regarding a product complaint on (B)(6) 2013. The pt reported that a silver piece fell from ez breathe atomizer into her mouth while in use. The pt added that she didn't suffer any medical harm.